Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection.during the visual inspection, cuts in the insulation were found. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement.it is reasonable to assume, that the cuts resulted from the surgery. Blood penetrated the lead in the cut areas.the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right atrial lead had dislodged. This ra lead was explanted and was replaced with a new lead. No adverse patient effects were reported.